Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode, it was noted the paced rate was in the range of twenty pacer per minute. A field representative checked the device and reported noise on the right ventricular channel and failure to capture. Pacing inhibition lasting longer than two seconds was also reported. The device was reprogrammed to address the issue. The associated leads were later explanted for a product performance issue and this device was explanted at the same time for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode, it was noted the paced rate was in the 20s range. A field representative checked the device and reported noise on the right ventricular channel and failure to capture. Pacing inhibition lasting longer than two seconds was also reported. The device was reprogrammed to address the issue. The associated leads were later explanted for a product performance issue and this device was explanted at the same time for normal battery depletion. No additional adverse patient effects were reported.